Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when passing the camera through the umbilical port (512s), the inner seal on the trocar was torn causing the trocar to lose pneumo. The trocar was then replaced with a new 512s. There was no consequence to the patient.